Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary tract infection, frequency, urgency, and dysuria. (B)(4).

Manufacturer narrative:
It was reported that patient underwent a trimming of mesh in 2008 and 2009.